Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on 10/01/2008 due to uterine prolapse, cystourethrocele with stress incontinence. It was reported that following insertion the patient experienced pain, urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with hysterectomy due to uterine prolapse and cystourethrocele with stress incontinence. It was reported that following insertion, the patient experienced pain, urinary and bowel problems, infection, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent anterior colporrhaphy with mesh, colpopexy and cystourethroscopy due to vaginal proplase on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.